Event description:
It was reported that the user experienced elevated blood glucose after a recent supply change, with the pump indicating high glucose of 388 mg/dl and near-empty insulin, and inspection noted moisture and a spinning connector suggestive of a leak; the user and caregiver were guided through a full supply change, and lot numbers for the contact detach, connector, and cartridge were collected. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included a technical review and user troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected leak at the connector based on observed moisture and a spinning connector during the prior change. It was concluded that the reported hyperglycemia was associated with low insulin delivery due to a suspected connection issue, but the definitive cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.